Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after having an episode of epistaxis in the emergency department. Otorhinolaryngology was consulted and placed a bilateral 7.5 rapid rhinos and had a rhinorocket placed to bilateral nares with an 18 fr foley catheter to the right nares. Hemostasis was achieved. The patient began to bleed profusely from the mouth and 500 cc of blood was suctioned from the mouth and airway. The patient was emergently intubated to protect the airway. It was given two units fresh frozen plasma and 5mg of vitamin k. On (B)(6) 2020, the patient had a cerebral angiogram and had an embolization of the maxillary and facial arteries through cerebral angiogram. The anticoagulant aspirin and coumadin were on hold. It was also given 2 units packed red blood cells prior to procedure. Rhinorocket was removed on (B)(6) 2020 and the patient was extubated. While admitted, the patient had developed a fever of 100.7 f on (B)(6) 2020 and thought that they might have a sinus infection. Blood cultures were obtained as well as a respiratory viral panel. All results came back negative for infection. The patient was started on augmentin. Computed tomography of the sinuses were obtained on (B)(6) 2020 that showed a patchy opacification of the left frontal sinus. The right frontal sinus was clear. The patient was instructed to continue augmentin until (B)(6) 2020. While still admitted due nasal bleeding, the patient had right ventricular failure where his central venous pressure was low so it was decided to attempt to wean off dobutamine. Dobutamine was stopped on (B)(6) 2020 and right heart catheterization was obtained on (B)(6) 2020 and cardiac output and index were normal. Patient tolerated the wean off dobutamine. The patient had no further episodes of bleeding and was discharged to home. Patient was instructed to hold aspirin but coumadin was resumed. Patient was given IV rocephin as prophylaxis while rhinorocket was in place. Patient was also given tranexamic acid and silver nitrate in the emergency department to control the nosebleeds. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on vad support. The heartmate 3 lvas IFU lists bleeding, infection, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.